Event description:
It is reported that the patient's insulin pump is having an issue with the keypad responding correctly as well as failed battery. Patient's blood glucose level is 167 mg/dl. Troubleshooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.